Manufacturer narrative:
This device is used for treatment, not diagnosis. The threads on the end of the returned coupling screw are discolored but still intact and a known good helical blade was attached to the coupling screw during this evaluation. The helical blade only threaded half way the intended length due to thread damage on the returned coupling screw. The complaint condition was replicated during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the trochanteric fixation nail design risk assessment confirmed that the estimated risk level of less severe adequately assesses the risk of the complaint condition with a moderate severity of harm 3 and an unlikely probability of occurrence 2. Specifically, the 11th hazard listed for the 12th line item addresses the inserter not mating with the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described titanium trochanteric fixation nail system technique guide, could result in loading conditions that may lead to damage. The returned device was manufactured in october 2007 and is over 5 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use.

Event description:
During a hip fracture surgery the doctor was inserting the helical blade coupling screw into the helical blade inserter, the coupling screw stripped. The surgeon was able to continue the insertion using the same coupling screw. The surgery was completed without any additional problems. Nothing broke into or fell into the wound. No additional time in the or was needed. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Placeholder.